Manufacturer narrative:
(B)(4). B5: describe event of problem - correction. B6: relevant tests/laboratory data, including dates - additional. H2: correction/additional information.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on 09/02/2021. The patient¿s g6 displayed high readings which the patient self-treated with insulin. The bg value was not provided. After self-treating with insulin, the patient¿s cgm displayed low which the patient self-treated with carbohydrates. The cgm value remained low and the patient self-treated with glucagon. Twenty minutes post-carbohydrates and glucagon, the cgm value increased slightly; however, the patient felt his blood glucose decreasing and went to the emergency department (ed). Upon arrival to the ed, the patient¿s cgm displayed 70s mg/dl but his bg was 55 mg/dl. He was treated with IV glucose and during this time, the patient experienced issues speaking coherently. After beging treated, the cgm was displaying 64 mg/dl and the bg meter was 260 mg/dl. The patient was released a couple of hours later after his bg stabilized. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2021. The patient¿s g6 displayed high readings which the patient self-treated with insulin. The bg value was not provided. After self-treating with insulin, the patient¿s cgm displayed low which the patient self-treated with carbohydrates. The cgm value remained low and the patient self-treated with glucagon. Twenty minutes post-carbohydrates and glucagon, the cgm value increased to 110 mg/dl; however, the patient felt his blood glucose decreasing, experienced issues speaking coherently, and went to the emergency department (ed). Upon arrival to the ed, the patient¿s cgm displayed 70s mg/dl but his bg was 55 mg/dl. He was treated with IV glucose and released a couple of hours later after his bg stabilized. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.